Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during preparation for a percutaneous transluminal coronary angioplasty, balloon break occurred. Outside of the patient the physician prepared a 2.00mm x 12mm maverick² balloon catheter and it was found out that the balloon was broken. The product was not used in the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.